Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, a worn out socket slider switch causing intermittent use of high intensity mode was noted. In addition, the lamp life meter was reading at the maximum of 500 hours with light intensity measuring out of range. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source is displaying a b30 error when connected to the 190 series scope; however, the 180 scope work as normal. The customer noted that something was wrong with the contact on the connector. The event occurred during preparation, prior to an unknown therapeutic procedure. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. A definitive root cause cannot be identified. Based on the results of the investigation, the cause is likely the worn-out slider switch of the socket. Olympus will continue to monitor the field performance of this device.